Event description:
It was reported the patient's ipg was inoperable as he had ceased charging the device. The ipg was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.